Event description:
Rptr indicated a pt's vns generator was replaced due to end of service. The generator was returned and product analysis was completed. Generator end of service was confirmed. An open-can measurement of the battery voltage verified that the battery was depleted. After the can was opened, supply current pulsing was over the limit on the post burn-in electrical test. Bench analysis of the caged module confirmed the out-of-limit (high) supply current pulsing. Analysis also found that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. Using the lower r35 resistor value, the device met the specification requirements of the post burn-in electrical test. The out-of-limit supply current pulsing could potentially be a contributing factor to the end of service; however, results of the battery life calculation (-0.11 years) confirm that the end-of-service condition was an expected event.